Event description:
Event description boston scientific crm received information that this atrial lead dislodged. During a revision procedure, the lead could not be repositioned, and was explanted. No adverse patient effects were reported. Information was later received that this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This atrial lead was explanted and replaced with a new lead. The lead was discarded at the hospital. No additional information is available at this time. If additional information becomes available, this event will be updated. This lead was abandoned, therefore boston scientific will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.